Event description:
On (B)(6) 2012, the reporter contacted animas to report that on (B)(6) 2012 the patient obtained low blood glucose readings, less than 80 mg/dl, throughout the day, and she experienced the symptoms of shaking, sweating and nausea. The patient administered self-treatment with food, and her subsequent blood glucose reading was 120 mg/dl. The patient also visited her physician on that day, and the hcp made adjustments to the pump insulin: carb ratio and the basal rate setting. Troubleshooting revealed all pump settings, date/time, basal and all other programming were correct, and all total basal/bolus doses given correctly matched those programmed. It was also determined the patient was using u500 insulin, which is not approved by the manufacturer for use in this reported pump, and that she was filling the cannula while attached. On (B)(6) 2012 at 7:19 am and at 2:35 pm, the patient filled the cannula and gave herself an inadvertent infusion of 1.0 unit each time. The patient did not eat anything after receiving this additional insulin. There was no evidence the pump was not accurately and correctly delivering insulin. The patient's technique was incorrect by using a non-approved insulin in the pump, and by filling the cannula while attached. However as the patient suffered blood glucose levels and symptoms suggesting severe hypoglycemia after this occurred, and received treatment with food, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 09/20/2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that before priming, the pump displays the appropriate warning. A 29 hour flow accuracy test was done and was found to be delivering within specifications.